Manufacturer narrative:
A stryker service technician evaluated the customer's device and observed that the device display is dark not black. The issue was resolved for the customer by correcting the contrast utility. Proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.